Event description:
The customer reported that the images produced were very dark and illegible. The field engineer noted that he could not reproduce the problem. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and returned to service.